Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 230 units of insulin. Reportedly customer added 50 units of insulin to the cartridge resulting in the cartridge leaking from the canister at the o-ring. Customer's blood glucose level was 201 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issue.